Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance measurements. Patient status was not provided.

Event description:
New information received indicates that failure to capture and a fracture was noted on the ra lead. The physician explanted the ra lead, and the patient condition was stable.